Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0hz22, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot# va0j6lr, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during the implant procedure the patient experienced ¿no effect for the symptom¿ and ¿no side effect.¿ it was stated that when the patient¿s leads were tested with an external neurostimulator (ens) that impedances of ¿less than 250¿ ohms were found. It was noted the operating physician ¿suspected electrode contact of the leads were shorted out¿ and used two different leads to complete the surgery. It was reported the patient was ¿good¿ following the procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of both returned leads (lot numbers va0hz22 and va0j6jr) found that ¿impressions from over-tightening of the depth stop were observed on the outer insulation of both returned leads, about 3 cm from the proximal end.¿ analysis of both stylets found that ¿impressions were also observed on the parylene coating of the tungsten stylet underneath.¿

Manufacturer narrative:
Concomitant product: product ID 8870bbr01, serial # (B)(4), product type software. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the physician suspected a ¿program error in the latest 8870 programmer card he was using.¿ the physician indicated that during the two months prior to follow-up, he had experienced five cases where the physician programmer showed ¿part or all electrons were short¿ during impedance testing. When the lead was removed from the patient and placed in salt water, the physician programmer indicated that ¿no problems¿ were found during impedance testing. Further testing of the lead with a physician programmer while the lead was not in a saline solution or when tested directly with an ohm meter was reported to have revealed ¿the lead was fine¿ and that there was ¿no short at all.¿ please see manufacturer report numbers 6000153-2014-00021, 3007566237-2014-01015, 3007566237-2014-01016, and 3007566237-2014-01584 for information regarding the other associated low impedance cases.